Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia kit was leaking at the soft y junction. As a mitigation, the team put surgical wax on the line to stop the leak. The surgical procedure was completed successfully. There was less than a 5 milliliter (ml) blood loss. There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. A photo provided by the customer showed a leak present on the y connector bonded to the l1 and l4 tubing segment of line 26. The root cause of the reported issue was determined to be inadequate procedural instructions for the application of solvent to the connection of the y-connector to the tubing. A production alert was placed for awareness, and the work instruction will be updated to provide additional instruction to ensure the proper bonding of the y-connector in production. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.